Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "slight contracture".

Event description:
Patient reported, against left side "requested information about the recall of allergan prosthesis. And some kind of support to patient perform an explant or replacement". "Pain in both, but more constant on right side. Left side with flaccidity and appearance of displacement¿ (as reported)". And "performed an ultrasound that detected cysts only on left side". Later patient reported, "that physician, said that a slight contracture happened. And there is necessity of replacement". And "patient reported, that due to asia syndrome (as reported), will only be able to be diagnosed after the explanting surgery. And improvement of condition without the prothesis". Device remains implanted.

Event description:
Patient reported against right side "requested information about the recall of allergan prosthesis, and some kind of support to patient perform an explant or replacement","pain in both, but more constant on right side; left side with flaccidity and appearance of displacement¿ (as reported)" and "performed an ultrasound that detected cysts only on left side." Later patient reported, "that physician [¿] said that a slight contracture happened and there is necessity of replacement" and "patient reported that due to asia syndrome (as reported), will only be able to be diagnosed after the explanting surgery and improvement of condition without the prothesis."device remains implanted.

Event description:
Healthcare professional confirmed, capsular contracture, baker grade IV.